Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the instrument tips were not moving correctly to match surgeons hand movements on the fenestrated bipolar forceps instrument. The customer tried taking the instrument out and reinsert it but that did not work. The site continued the procedure with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. There was no damage or anything out of the ordinary. The instrument's jaw motion did not match the action intended by the surgeon. The issue was persistent. The issue was identified right at the beginning of the procedure. The issue was noted on the instrument. The customer got another one and it worked fine. The drape was not exchanged.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed, investigation did not replicate or confirm the customer reported event. The instrument was placed and driven on an in-house system. The fenestrated bipolar forceps instrument passed the recognition, bumper, and engagement tests. The fenestrated bipolar forceps instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The fenestrated bipolar forceps was fully functional. There was no problem detected. Additionally, signs of corrosion were found on the bearings. Grip input disk bearings exhibit orange discoloration. Signs of corrosion were also found on the instrument clamping pulley. The instrument was found to have corrosion on one or more clamping pulleys in the backend. Clamping pulley exhibit discoloration. This observation is unrelated to the customer reported issue. Isi reviewed the site¿s complaint history, which does not reveal any related or duplicate complaints involving this product and/or this event. Image(s) and/or video clip(s) associated with this reported event were not submitted for review. A review of the instrument logs confirmed that the fenestrated bipolar forceps instrument (part#471205-17/(B)(4)) was last used on (B)(6) 2022 on system rsk8077 during a hysterectomy-malignant procedure. The fenestrated bipolar forceps instrument has 12 uses remaining after last use. The probable root cause of corrosion is attributed to improper cleaning or sterilization techniques used in reprocessing, which may include prolonged exposure of the instrument to harsh cleaning agents or insufficient flushing. This issue can be resolved by using an alternate instrument to complete the procedure. This issue is also captured in the fmea. No additional actions are currently required given that this issue will continue to be tracked. This complaint is being reported due to the following conclusion: it was alleged that the instrument moved with unintuitive motion (e.g. The instrument unexpectedly jerked/jumped/swung/bowed, moved in an unexpected/unintended/unknown way). Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.